Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was discovered that this pacemaker was unable to be interrogated during a routine check. No magnet response was found. It was noted that the device had 2.5 years of battery remaining at the last check. It was suspected that the device may have entered safety mode between checks and pacemaker battery stopped working. Patient is not pacemaker dependent. It was advised to replace the pacemaker as soon as possible. At this time, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was discovered that this pacemaker was unable to be interrogated during a routine check. No magnet response was found. It was noted that the device had 2.5 years of battery remaining at the last check. It was suspected that the device may have entered safety mode between checks and pacemaker battery stopped working. Patient is not pacemaker dependent. It was advised to replace the pacemaker as soon as possible. At this time, this device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. Safety mode was confirmed. Patient is reported to be stable post procedure. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was discovered that this pacemaker was unable to be interrogated during a routine check. No magnet response was found. It was noted that the device had 2.5 years of battery remaining at the last check. It was suspected that the device may have entered safety mode between checks and pacemaker battery stopped working. Patient is not pacemaker dependent. It was advised to replace the pacemaker as soon as possible. At this time, this device remains in service and no adverse patient effects were reported.